Event description:
Customer reported low blood glucose symptoms after testing 90 mg/dl on the performa system. Emergency service was called, and she tested 52 mg/dl on the professional meter within 10 minutes. Emergency service provided unspecified treatment to the customer and her low blood glucose symptoms improved. Requested return of suspect device and replacement was sent.

Event description:
Customer reported low blood glucose symptoms after testing 90 mg/dl on the performa system. Emergency service was called, and she tested 52 mg/dl on the professional meter within 10 minutes. Emergency service provided sweetened water to the customer and her low blood glucose symptoms improved. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.